Event description:
Related manufacturer reference number: 2017865-2022-01889. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited noise. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event was explant due to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including noise test, thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.